Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Updated b5, h6, and h10. Product event summary: hw29337 was not returned for evaluation. Information received from the site indicated that the patient had a subdural hematoma. Of note, the patient was reported to be waxing and waning, sleepy, slightly altered and less responsive, and anticoagulant therapy was withheld for a few days. Additionally, the patient was admitted for septic and fungaemic with positive blood cultures for yeast eficaus enterococcus and candida, the patient also presented with symptoms of aspiration, hypotension, altered mental status and hypoxia. The patient had a prior admission for planned lap cholecystectomy. The reported increase in flow was confirmed via review of the controller log files which revealed a sustained increase in estimated flows starting on (B)(6) 2021; additionally, the hematocrit setting was increased on (B)(6) 2021. Two (2) low flow alarms were recorded on (B)(6) 2021 and one (1) low flow alarm was recorded on (B)(6) 2021. Of note, available logs cover data points between (B)(6) 2021 and (B)(6) 2021. Based on the available information, the de vice may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the o utflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, bleeding, neurological dysfunction and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleed and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted septic and fungaemic with positive blood cultures for yeast eficaus enterococcus and candida, the patient also presented with symptoms of aspiration, hypotension, altered mental status and hypoxia. It was also noted that the patient was on vasopressors, possibly vasodilated causing higher flows. The patient was recently taken off pressers' and extubated. It was also stated that patient had a prior admission for planned lap cholecystectomy.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) was not returned for evaluation. Information received from the site indicated that the patient had a subdural hematoma. Of note, the patient was reported to be waxing and waning, sleepy, slightly altered and less responsive, and anticoagulant therapy was withheld for a few days. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had incidental finding of a subdural hematoma. The patient was waxing and waning, sleepy, slightly altered and less responsive. No treatment was done with the exception of withholding anticoagulant therapy for a few days and then resuming anticoagulants. Patient remains intubated and continues on dialysis. The vad remains in use. No further patient complications have been reported as a result of this event.